Manufacturer narrative:
Product event summary: analysis confirmed the reported event; during the programmers initial power on it booted up to a screen that was trying to connect to an external media. It was noted a record of a recent system error was found in the programmer error log. The ECG (electrocardiogram) connector was found loose on the lem (link electronic module) printed circuit board assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer would not boot up upon several occasions. The programmer was returned for repair. There was no patient involvement indicated.